Event description:
Patient reported, the down button on his infusion device is not working. Patient stated, he first noticed the issue 2-3 days ago. Patient reported that it started out that it wouldn't work intermittently and then on (B)(6) 2010, it stopped working completely. Patient stated, he noticed the issue when he was trying to take a bolus. Patient is currently on his backup infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.

Manufacturer narrative:
The infusion device was evaluated, and the down button does not operate. The printed circuit of the down flex connection is interrupted.